Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient underwent revision surgery on (B)(6) 2011. Removal of t8 screws was performed. A laminectomy t7 and t8 level was undertaken. Epidural puss and granulation tissue was excised. Extension of the fusion of the t3 level was performed. Pedicle screws were inserted a histopathology specimen was sent. This is 3 of 8 reports for the same event.

Manufacturer narrative:
Additional narrative: device was used for treatment. Report originally received (B)(4) 2012; further evaluation revealed 7 additional devices within the reported event which were identified on (B)(4) 2012. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.